Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a continuous "no cassette" alarm. There is unknown patient involvement.

Manufacturer narrative:
One device was returned for repair in good condition. This device has not been serviced in the past 12 months. Visual and functional testing was performed. The customer's reported issue could not be duplicated at time of investigation. The pump was found to be operating properly.